Event description:
Pt has been receiving low readings. Based on readings received fron his freestyle meter, he adjusted his medication. The readings reported by family member (139 mg/dl and 20 mg/dl were plotted on the parkes error grid and they fell on the "c" zone.